Event description:
In 2009, the lay user/pt contacted lifescan (lfs) because the control solution test was above the range on his one touch ultra2 meter. He claimed he developed symptoms after the issue began. The medical surveillance specialist (mss) spoke with the pt on 3/24/09, to obtain/verify the following info. The pt stated the failed control solution issue first occurred at 8:20pm two days prior to original date. The control solution result was 149 and 150 mg/dl and the expected range was 89-119 mg/dl. The pt denied taking any actions that would affect his blood glucose levels after the failed test. The pt claimed 20 minutes after the control solution test failed, he developed symptoms. He reportedly felt nervous, his heart was racing, and he felt the need to eat something to avoid his blood glucose levels to drop. The pt "immediately" ate a peanut butter sandwich and felt better in about 5-10 minutes. No other blood glucose tests or forms of treatment were reported. The pt denied testing on his meter when the control solution test failed and when he was symptomatic. His last blood glucose test was obtained around 5-6pm earlier in the day but was unable to recall the meter result. The pt indicated that his symptoms were due to him being nervous that his meter was not working. The customer care advocate (cca) went through troubleshooting with the pt and discovered that the incorrect control solution was used. Replacement products were sent to the pt. There was no evidence that the product malfunctioned since the incorrect control solution was used. However, based on the provided info at this time, this complaint is being reported because the pt allegedly developed symptoms suggestive of hypoglycemia after the control solution test failed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval, if the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.